Event description:
It was reported that a pump did not have audio.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that a failed solder joint was present on the backflex. When the solder joint was re-flowed, audio was restored. At this time, the date of event is unk.